Manufacturer narrative:
Further questions to the surgeon to complete our investigation about the product used, the event and the patient's condition to date (incident report). The patient consulted an allergist: transmission of a technical sheet on the product pullup and its components for the doctor. Insufficient information / analysis is ongoing.

Event description:
(B)(4). Incident occured in (B)(6): product code and lot number not communicated - date of the event to be confirmed. Information transmitted by the surgeon: a patient had an unexplained allergic reaction at 15 days of the procedure.

Manufacturer narrative:
09 may 2022. Further questions to the surgeon to complete our investigation about the product used, the event and the patient's condition to date (incident report). The patient consulted an allergist: transmission of a technical sheet on the product pullup and its components for the doctor. Insufficient information / analysis is ongoing. 23 august 2022 - follow up1 / final report. The patient consulted an allergist but the surgeon did not hear from his patient - no information regarding the patient's condition to date. No further information regarding the medical device used. The cause of the event is not identified - insufficient information. The materials were chosen to reduce the risk of allergy but zero allergy risk is impossible, it is mentioned in the IFU. No corrective or preventive action implemented.

Event description:
(B)(4). Incident occured in france: product code and lot number not communicated - date of the event to be confirmed. Information transmitted by the surgeon: a patient had an unexplained allergic reaction at 15 days of the procedure.